Event description:
Event did not reach pt - isovue syringe with crystallization following cases in cath lab. Item isolated and lot pulled as a precaution. Cath lab staff loaded 500 ml of isovue into the injector, which lasts approx 5 cases. On the last case, the syringe with approx 100 ml, staff noticed crystallization forming in the syringe. The syringe is the sterile disposable syringe (150 ml) lot # 8409368. Isovue 370, lot # 9b97643.